Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 9/26/2019 and the evaluation was conducted on 11/20/2019. Both the hemopro 2 tool and cannula were returned. There were signs of clinical use and evidence of blood observed on both devices. The cannula was observed to be intact with no visual defects. The silicone on the hemopro 2 tool jaw was observed to be intact. The heater wire was observed to be slightly bent and detached from the hot jaw. The black insulation was observed to be peeled off the shaft of the hemopro 2.the reported failure "peeled; insulation" was confirmed, as well as the analyzed failure "material twisted/bent; wire. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of sheath about 2 cm long, just at the hinge of the jaw, separated, leaving the electrical wires of the instrument bare. The plastic sheath fell in the leg but seen by the harvester who was able to retrieve it thanks to the jaws of the hemopro divider. So nothing is left in the patient and absolutely no damage was done to the patient as this happened at the end of the procedure.

Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the plastic sheath fell off tip of cutting device of hemopro ii. Has been retrieved. This happened at the end of the procedure. A piece of sheath about 2 cm long, just at the hinge of the jaw, separated, leaving the electrical wires of the instrument bare. A replacement device was used to complete the procedure. The hospital did not report any patient effects.